Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after the pump ran out of insulin in the morning, did not change the cartridge, and later reverted to backup therapy until receiving assistance to reconnect to the ilet. The user's blood glucose reportedly peaked at 381 mg/dl and remained around 300 mg/dl until a call was placed with an agent. No device component was identified as implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem with improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.